Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that during a hemi hip procedure, the trial bipolar head would not engage or lock onto the offset head trial handle (205513000). This caused a delay of approximately 2-3 minutes while the surgical tech and surgeon attempted to snap the trial head into the handle. After those few minutes, we switch he¿d to the straight trial handle and proceeded with the case without any other events.